Manufacturer narrative:
The workmate claris computer logs were returned and investigated. A comprehensive review of the events log revealed that the halt key was pressed multiple times on 2 separate occasions near the end of the procedure as reported. The log indicated the halt key was pressed 5 times within a 1 second timeframe; however, based on the information from the events log, the pacing was terminated as stimulation was again initiated shortly after. The results of the basic ep application testing confirmed no abnormal operating symptom or unexpected system behavior during the course of the simulating test study.

Manufacturer narrative:
The reported pacing issue was unable to be confirmed. The stimulator was sent to (B)(4) for further investigation. Based on the information provided to abbott, the cause of the issue remains unknown as the issue was not replicated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the procedure, the patient developed an arrhythmia. The stimulator would not stop pacing and the ep-4 display screen changed from blue to gray after the pacing was given ten times. Pacing was discontinued by pressing the ¿halt¿ key. Although the patient developed an arrhythmia while pacing, the procedure was completed successfully.